Event description:
Note: this MFR report pertains to one of seven devices that were involved in the same procedure. Refer to associated MFR report # 3005099803-2011-01111, # 3005099803-2011-01112, and # 3005099803-2011-01113, #3005099803-2011-01116, # 3005099803-2011-01117, and # 3005099803-2011-01118, for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during an endoscopic variceal ligation (evl) procedure in the stomach. According to the complainant, the first needle was opened, and it was found that the needle was able to extend out of the sheath, but could not be retracted back into the sheath. The physician examined four additional optiflo injection needle devices in the same box and found the same problem. The physician then opened another box from the same batch number. Two additional optiflo injection needle devices were found to have the same problem. The physician used a cook syringe needle to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported defect was not able to be confirmed. Visual examination of the returned device found that the needle was not partially extended. A functional evaluation revealed that the needle could be extended and retracted without issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of seven devices that were involved in the same procedure. Refer to associated MFR report # 3005099803-2011-01111, # 3005099803-2011-01112, and # 3005099803-2011-01113, #3005099803-2011-01116, # 3005099803-2011-01117, and # 3005099803-2011-01118, for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during an endoscopic variceal ligation (evl) procedure in the stomach. According to the complainant, the first needle was opened, and it was found that the needle was able to extend out of the sheath, but could not be retracted back into the sheath. The physician examined four additional optiflo injection needle devices in the same box and found the same problem. The physician then opened another box from the same batch number. Two additional optiflo injection needle devices were found to have the same problem. The physician used a cook syringe needle to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.